Event description:
The initial reporter alleged a high rate of false positive results with the elecsys hbsag ii assay on the cobas 6000 e601 module. No specific details regarding the customer¿s results or patient history were provided. Further information regarding the number of determinations, confirmed false reactive results, confirmatory testing, and other relevant observations was requested but not received.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges, although calibrator 2 was noted to be at the lower limit of the acceptable range. No additional information regarding the customer's reported issue, including the number of determinations, confirmed false reactive results, or confirmatory testing, was provided despite follow-up requests. A definitive cause for the reported event could not be determined based on the available data.